Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient did not hear their receiver vibrate and experienced an adverse event. The patient reported that they had a high event and their speech was slurred. It was indicated that the patient's device did not vibrate during the event. The patient was asked if they needed intervention but they refused and said they were okay. The patient only recalls that they treated themselves with insulin. At the time of contact the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Weight - additional adverse event. Correction to remove. Outcomes attributed to adverse event - correction to remove other serious (important medical events). Describe event or problem - correction to remove statement "dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient did not hear their receiver vibrate and experienced an adverse event. The patient reported that they had a high event and their speech was slurred. It was indicated that the patient's device did not vibrate during the event. The patient was asked if they needed intervention but they refused and said they were okay. The patient only recalls that they treated themselves with insulin. At the time of contact the patient was in stable condition. No additional patient or event information is available." - this has previously been reported under MFR# 3004753838-2017-59625. Date of event - correction. Date of this report - correction. Describe event or problem - additional. Device available for evaluation - additional. Date received by manufacturer - correction to initial MDR, date should be (B)(4)2017. Type of reportable event - correction. Correction/additional information/device evaluation. Device evaluated by manufacturer - additional. Patient code - correction. Event problem and evaluation codes - additional. Correction to remove statement "diabetes mellitus is a known cause of hyperglycemia. Correction to (B)(4).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced intermittent audio output. No medical intervention was reported. Additional event or patient information is not available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the data log observed firmware errors; however, it is unrelated to the customer complaint. Functional testing was performed and the test passed. A software test was performed and the test passed. A receiver dropped test for intermittent audio was performed and the test passed. A manual "try it" functional test was performed and the test passed. The receiver case was opened for further evaluation. An internal visual inspection was performed and the test passed. The speaker resistance was measured and the resistance was within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.